Manufacturer narrative:
Per the IFU, valve degeneration and deterioration are potential risks associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Valve degeneration may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve (stenosis) or regurgitation. This could be due to progression of the existing disease process: calcification of the leaflets or host tissue overgrowth. In this case, the cause of the valve degeneration could not be confirmed, but calcification (progression of the pre-existing disease process) of the sapien valve may be a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), approximately 6 years post implant of a 23mm sapien xt valve, a 23mm sapien 3 valve was implanted within the first valve due to valve degeneration. The most probable cause of the degeneration was considered to be calcium. It was unknown if the patient was symptomatic, there was an increased gradient or there was regurgitation.